Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that  during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had bloodback due to a balloon burst.

Manufacturer narrative:
Updated sections: b4, e1(name), e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has made the decision not to repair the device and to removed it from clinical use. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly. H3 other text : repair is not done by getinge.